Manufacturer narrative:
The complainant did not provide specific details of the processing runs affected. Manufacturer evaluation of the instrument logs provided, which cover the period (B)(6)2020, showed that: bottle 12 (ipa) was not in contact with the corresponding sensor for approximately three (3) seconds at 05:32am on (B)(6) 2020, 16 seconds at 20:35pm on 25 november 2020 and three (3) seconds at 21:34pm on (B)(6) 2020, which is not sufficient time to replace the reagent in the bottle on any of these occasions. The station properties were reset at 05:32am on (B)(6) 2020, 20:35pm on (B)(6) 2020 and 21:34pm on (B)(6) 2020 with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100% in each instance. The properties of the reagent in bottle 12 prior to the user actions detailed were: ipa concentration=99.6%, cycles=4, cassettes=360 and days=1. - following the user interactions with bottle 12 (ipa) between 05:32am on (B)(6) 2020 and 21:34pm on (B)(6) 2020 detailed above, the reagent in this bottle was used for the final clearing step of 12 protocols executed in either retort a or b of the instrument between (B)(6) 2020. Although the user affirmed in the instrument software that the ipa concentration in bottle 12 (ipa) was to be set to the default value of 100% on three (3) occasions between 05:32am on (B)(6) 2020 and 21:34pm on (B)(6)2020, the actual ipa concentration would have remained unchanged at 99.6% because the bottle was not removed from the instrument for sufficient time to replace the reagent on any of these occasions. The facts indicate that a use error occurred when a user affirmed that the default concentration of 100% was to be set for bottle 12 (ipa) although the reagent had not been replaced. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The minimum final reagent concentration required for ipa is 95%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. However, the use error did not either cause or contribute to the sub-optimal tissue processing reported by the complainant because the ipa concentration in bottle 12 prior to reset of the station properties on three (3) occasions between 05:32am on (B)(6) 2020 and 21:34pm on (B)(6) 2020 was 99.5%. Investigation of this complaint found that the instrument functioned as designed between (B)(6) 2020 and (B)(6) 2020, which is the period covered by the instrument logs provided. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information recorded in the instrument logs. However, information provided by the complainant indicated that the root cause of the sub-optimal tissue processing reported was "a bad lot of reagents" received by the laboratory.

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented. "No errors and run(s) completed successfully, but the tissue is too hard to cut. No other details provided. The customer will gather more information from the end users and contact tech support." On 29 december 2020, leica biosystems received the following information from the laboratory supervisor by email: "I was forwarded an email from (B)(6) from you concerning the processing problems we were having. I wanted to thank you for your offer to help and for your time in discussing the problem with them. The problem has been resolved. At this point, I can only conclude that we received a bad lot of reagents. Because we were experiencing issues across all three processors and that was the only common denominator, that is the only explanation that makes any sense. Most importantly, the processors were never the problem and the tissue is now processing fine." On 04 january 2021, leica biosystems melbourne received information from the senior applications specialist - core histology that all cases involved in this event were diagnosable.